Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information has been requested.

Event description:
It was reported to philips the device did not shock on the third shock using AED mode and the display showed dotted lines. The device was reported to be in use on a patient, causing a delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device did not shock on the third shock using AED mode and the display showed dotted lines. The device was reported to be in use on a patient, causing a delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). No ECG monitoring strips or case event files were provided to philips for review. The rse advised the customer that the device only shocks if the measured impedance is between 25 and 180 ohm. The impedance of a human being is between 30 and 80 ohm. The device did not measure impedance because the electrodes were improperly placed on the patient or took off at the end of the second shock. In addition, the dotted display shows that there is more ECG tracing so the defibrillator is unable to shock. The device remains with the customer.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device did not shock on the third shock using AED mode and the display showed dotted lines. The device was reported to be in use on a patient, causing a delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). No ECG monitoring strips or case event files were provided to philips for review. The rse advised the customer that the device only shocks if the measured impedance is between 25 (external defibrillation) 15 ohm (internal defibrillation) and maximum 180 ohm. The impedance of a human being is between 15 and 150 ohm. The device did measure impedance and most likely determined it was out of range from those listed above and therefore did not deliver the shock. In addition, the dotted display indicates the device was not able to sense and ECG tracing, potentially due to poor pads contact. The device remains with the customer.